Event description:
The customer reported that during a training session, the device displayed a red x and service required message when used on a mannequin. The error log was found to have charge shock errors.

Manufacturer narrative:
(B)(4). The customer reported that during a training session, the device displayed a red x and service required message when used on a mannequin. The error log was found to have charge shock errors. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.